Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Unit failed to power up due to saline spill. Saline contamination to motor control, power management and solenoid control boards. Customer abuse to pim. All contaminated motor control board, power management board and solenoid control board replaced as well as damaged pim. Unit passed all functionality and safety tests per factory specifications, returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0997-00-1178 pim serial number (B)(6) part number 0670-00-1159 motor control board serial number (B)(6) part number 0670-00-1161 solenoid control board serial number (B)(6) part number 0670-00-1162 power management board serial number (B)(6) part number 0997-00-1178 pim serial number (B)(6) was received with a reported unit failure of the pim being damaged. Part number 0670-00-1159 motor control board serial number (B)(6) part number 0670-00-1161 solenoid control board serial number (B)(6) part number 0670-00-1162 power management board serial number (B)(6) were received with a reported unit failure of saline damage on each board. The failure analysis and testing dept. First performed a visual inspection on the pim and found a damaged section on the faceplate of the pim. The failure analysis and testing dept. Performed a visual inspection of part number 0670-00-1159 motor control board serial number (B)(6) part number 0670-00-1161 solenoid control board serial number (B)(6) part number 0670-00-1162 power management board serial number (B)(6) and observed a white residue on each of the three boards. This white residue is consistent with saline. Please see attachment. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev.ar. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not working.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5, h6 (problem code).

Event description:
It was reported that during transport of patient, the cardiosave intra-aortic balloon pump (iabp) did not power up.